Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated that she changed her set 3 times and still getting no delivery alarm during bolus. Troubleshooting was done. Customer's blood glucose was unknown. It was verified that customer had reported no delivery alarms before and it was found that site was occluded. Customer had not tried different cannula lengths. The customer was advised to monitor the insulin pump and call back if problems persist. Advised customer that we would be sending longer cannula infusion sets and inserter. Customer stated she was able to bolus successfully and with no alarm during the call. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.